Event description:
The customer reported that her blood glucose was 80mg/dl, she took candy and got alarm showing blood glucose was 70mg/dl. Customer stated she got four alarms of low blood glucose as low as 50mg/dl. When she got low blood glucose she tested her blood glucose again and it was 522mg/dl. Customer stated she did not test her finger stick blood glucose. Customer wanted to test her transmitter to make sure it is working correctly. Troubleshooting was done. Advised customer the minilink transmitter is functioning correctly. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.